Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that she inserted her first sensor on (B)(6) 2012. Upon removal of sensor on (B)(6) 2012, she experienced a severe rash on most parts of her body, primarily her arms and legs, as well as the sides of her torso. Patient consulted a physician. The physician prescribed oral and topical medications, and conducted a biopsy to determine the cause of the rash. The physician does not believe the rash is related to the sensor. The results of the biopsy are not yet available. At the time of her call to technical support, patient reports that she still has a rash on her body.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.no conclusion can be drawn at this time.